Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gastrointestinal bleeds and cerebrovascular accidents (cva) could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2018 due to a cvas. They had a history of massive gi bleeds and cvas, and they were not on anticoagulation. The pump operated as intended and was not returned for evaluation. No product is available for investigation. The heartmate ii lvas IFU document has bleeding, stroke and death listed as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides details regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 12nov2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. It was reported that the patient had a history of massive gi (gastrointestinal) bleeds and was not on anticoagulation. The patient was also noted to have had a history of cva (cerebrovascular accident) which ultimately caused the patient's death. It was reported that the pump was working appropriately. No further information was provided.